Manufacturer narrative:
A2: age at time of event: updated with additional information received. A3: sex: updated with additional information received. B3: date of event: updated with additional information received. B5: describe event or problem: updated with additional information received. No sample has been received by manufacturing to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. If the product is subsequently returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review could not be performed in that no specific product was identified.

Event description:
Additional information was received by the manufacturer on 15-dec-2022 via email and attached to the complaint object. The date of the event has been received and updated into the file. The reported event was stated to have occurred during patient use. Patient identifier information was received and updated into the file. The reported event did not result in any patient harm and no medical treatment was required. The event is now reported as resolved.

Event description:
It was reported that per mw5113501 spontaneous call from patient. She is on intravenous remodulin therapy using ms3 pump. Patient reported that last week, she was woken up to her pump alarming and she was able to trouble shoot the issue by changing her pump and using a new cartridge. The cartridge still had some medication in it which she had to waste. Patient stated that her pumps are both functioning fine and that once in a while, she will have an issue with a malfunctioning cartridge. Patient provided lot number 4234936 and stated that the malfunctioning cartridge already thrown away came from that shipment. She denied any changes to breathing, side effects, or symptoms. She only reported this happening once this past month but stated that it had happened before. Unknown if her doctor is aware. No other information provided. The reported product fault did occur while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. The actual product is not available for investigation, the pump was replaced and the patient have a backup product and they were able to switch to and was able to successfully continue their infusion and it was life-sustaining.

Manufacturer narrative:
UDI and catalog information are unknown. Premarket (510k) number is unknown. Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device evaluation: no product was returned however the pumps operators manual in section references" indicates the pump may alarm" or appear that the device is not functioning properly for various reasons, many of these are alarms to alert the user of a certain condition or event such as an occlusion or detached disposable and do not necessarily mean there is a problem with the functioning of the device. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.